Manufacturer narrative:
The hill-rom technician went to the account and visually inspected the lift. He was informed that the account's technician performed a full inspection of the lift and will provide hill-rom a copy of their inspection report when it is complete. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account ordered a new slingbar and bolt which they will install on the lift. The hill-rom technician provided instructions for proper usage of the lift and slingbar to the account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating while moving the patient from the bed to the chair, the sling bar bolt broke and the patient fell approx. 6 inches onto the bed. The lift was located in the patient room at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).